Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the amsco 5052 single-chamber washer/disinfector. No issues were noted with the function and operation, and the unit was confirmed to be operating to specifications. The technician further inspected the steris conveyor system (scs) and found it to be misaligned. As the conveyor system was misaligned, it caused the rack to not properly load into the washer resulting in the reported jam. The technician aligned and leveled the load tables and sensors, tested the function and operation of the conveyor system and confirmed it to be operating to specification. The amsco 5052 single-chamber washer/disinfector operator manual states, "if an obstruction is present in the wash chamber door, door safety bar will detect obstruction and door will automatically stop from closing. Wait until door is fully open before removing obstruction. If an obstruction occurs and that the chamber door is not fully open, press emergency stop pushbutton prior to removing obstruction." The technician counseled user facility personnel on the proper use and operation for the amsco 5052 single-chamber washer specifically the importance of following obstruction procedures. The amsco 5052 single-chamber washer and conveyor system were returned to service, and no additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that an instrument rack became jammed in the door of their amsco 5052 single-chamber washer/disinfector while loading. An employee attempted to free the rack manually and the door subsequently closed and contacted her hand. The employee sought medical treatment however, it is unknown the treatment that may have been administered.